Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the whole monofilament was returned loose. The posterior cuff and needle tip were attached to the rail end. Both cuffs were still attached to the link, the anterior cuff was out of the pocket and one of the anterior cuff tabs was damaged. The plunger was not returned. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during removal of the plunger and could appear similar to a cuff miss. During step 3, the suture is harvested and pulled through the suture bearing and the anterior needle guide; resistance at this point of deployment can cause the cuff to detach from the needle tip. Contributing factors for the reported cuff detachment from the needle tip includes, but is not limited to, manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to a challenging anatomy. There was no abnormal observation found on the device that could have contributed to the reported event. There was no indication of a product quality deficiency. The probable cause for the anterior cuff to needle tip detachment could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the mildly tortuous right common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no sutures were present. The proglide was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No additional information was provided.